Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k831567. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a catheter temperature probe. Customer reported discrepancy in temperature readings. Customer stated the patient later passed away. At this time it is unclear if the device contributed to the patient event, medtronic is requesting additional information regarding the circumstances of the event.